Manufacturer narrative:
Three (3) photos were provided by the reporter regarding the reported issue. The last three (3) product monitoring reviews (pmrs) were reviewed and none of the affected product codes have illustrated any trends for product category or any malfunction or any harms. More specifically, there were no trends observed for the oxygen masks. Complaints spanning from october 27, 2014, through october 27, 2016 (2 years) were reviewed as it related to reports for the oxygen therapy products. A total of (B)(4) complaints were reported. No trends were observed. However, there was one (1) non-conformances (nc) opened to investigate reports of tubing disconnecting from the oxygen therapy masks. The nc identified possible root causes of: inadequate assembly work instructions, and inadequate solvent dispenser. Corrective actions were implemented to correct the solvent gluing of the tubing to the masks by december 2015. After review, this complaint has a batch that was made prior to corrective actions for the disconnecting tubing. No complaints after the corrective actions have been received for the affected products. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration dat: 03/2020. Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 21, 2016. (B)(4).

Event description:
Complaint reporting "loose connection where piping attaches to mask. Could become disconnected as high volume of o2 (oxygen) used with this type of mask." No further information was provided.